Event description:
Boston scientific crm received information that this right ventricular (rv) lead dislodged. The rv rate count is greater than 250 beats per minute, and the r-wave amplitude values fluctuated. It was noted that oversensing was not seen during provocative maneuvers and pocket manipulation. As a result of the rv lead dislodgement, a significant portion of the distal shocking coil is positioned in the right atrium (ra), and thus picking up p-waves resulting in double counting. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains implanted, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information available. Should additional information become available this report will be updated.